Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to an unexpected post operative refraction. The lens was replaced with a (B)(4) lens. No further information has been provided.

Manufacturer narrative:
(B)(4): explant of the intraocular lens. Unexpected post-operative refraction.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. Visual inspection revealed that the optic had a tear, most probably to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. The lens is contaminated and some scratches can be seen, which is consistent with a lens that has been explanted from the patent's eye. The edge and optic of the lens were damaged. Part of the edge was missing, and the lens was incomplete. Due to the returned condition of the lens, no further investigation of the device was possible. The lens diopter obtained from the stored electronic data in miq (measuring iol quality) system verified that the optical property inspections met specification. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.